Event description:
Unknown reason for revision surgery. Representative reported that she could not ascertain any failure of the product. Nonetheless, we are filing this report out of an abundance of caution. We have no information about the patient or circumstances which caused the revision surgery.

Manufacturer narrative:
The representative reported, in her initial call to spinal elements, that the doctor said the reason for the revision was loose screws. However, I spoke with the representative present at the revision surgery and she indicated that there was no failure with our products. Two levels had fused a third level had not, which is perhaps why the revision was made. The hardware is not being returned for spinal elements to make an inspection.